Manufacturer narrative:
Evaluation summary: "medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the loading unit displayed a full complement of staples and the interlock was engaged. The instrument interlock was reset and functional testing found the instrument was applied with no abnormalities. It was reported that the knife blade was unexpectedly exposed before use and the two haves of the instrument did not seat properly at the hinge point. Also the device was difficult to load, as well as the safety interlock deployed prior to all staples or clips firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to improper loading of the cartridge. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this device was designed, tested and manufactured for single patient use only. Reuse or reprocessing of this device may lead to its failure and subsequent patient injury. Reprocessing of this device may create the risk of contamination and patient infection. Do not reuse, reprocess or resterilize this device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subtotal gastrectomy, at the precise moment of recharging the instrument, the white flag interlock was already engaged. The internal knife was exposed and the staplers could not be activated. The two halves would not join and lock in place. As a result, it could not be placed in handle. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.